Manufacturer narrative:
The device has been received, but requires add'l time to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.

Event description:
Customer says unit displays "connect paddles" and lead faults. No pt harm.